Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition, evaluation found the image guide protector was cut, the play of the up/down knob was out of standard value due to wear of the angle wire, the paint on the air/water cylinder and suction cylinder was peeled, the universal cord was wrinkled, the bending section cover adhesive was chipped, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera gastrointestinal videoscope was reduced. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material foreign was tat material larger than the inner diameter of the suction channel got into the suction channel and caused clogging. It was unknown on the cause of the entry of the foreign material, or what the material is. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the reduced angulation occurred was unknown.